Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to leak from the cuff tubing. The entire device was removed and replace with a new aus.